Event description:
In 2002 the hospital contacted the manufacturer to report that the patient had just stood up at the bedside to urinate and got back in bed, patient had chest pressure and noticed the heart rate was up to >130bpm. The patient picked up the pillow that was over the stroke volume limiter (svl) and heard air "swishing" and realized that the pump was not pumping inside. The patient picked up the svl tubing and found it had broken off at the nipple on the patient side of the svl. Patient became symptomatic with chest pains and trachycardia. Hospital replaced the svl and patient was no longer symptomatic and is doing fine. Patient was eventually transplanted.